Event description:
The patient was on a morphine drip. Bag # 2 hung at 5 mg/hr. Approximately four hours later, patient had change in assessment with decreased blood pressure. Md called and drip rate reduced to 2 mg/hr. Patient also received normal saline bolus of 500 ml. Approximately 30 minutes after the bolus and the reduction in the drip rate, the blood pressure remained low. Respiratory rate low. Rapid response team called and patient received narcan 0.1 mg. Approximately 20 minutes later, the IV pump alarmed and said check upstream occlusion. The bag was found empty. Bp remained low. Pump removed. Approximately 30 minutes later, patient given another narcan. Patient responded with increase in bp and respiratory rate, more arousable. One hour later, recheck of vital signs noted blood pressure and respiratory rate were still low. Md called and given another dose narcan. Approximately 40 minutes later, recheck blood pressure still low. Md called and patient started on a narcan drip for next 18 hrs. Patient stabilized and restarted on morphine drip for pain. Temporary harm. Biomed inspected pump. Tubing was found twisted inside the pump. Rn interviewed and did not change the tubing when hanging bag # 2. Potential malfunction of the pump caused the tubing to become twisted and likely caused the over-infusion.